Manufacturer narrative:
The suspect device has been returned for evaluation. The product was examined visually. The complaint is confirmed. No definitive root cause could be determined however, it is likely that excessive force was applied to the device during use. A search of the complaint database found no similar complaints for this lot number were found. The device history record was reviewed and no exception documents were found for the lot.

Manufacturer narrative:
The device has returned for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during a percutaneous transluminal peripheral vascular procedure, 5cm of the 4f catheter tip detached within the patient.